Event description:
The fse reported that the sys displayed an x-ray disabled error. This error will prevent the sys from performing fluoroscopy. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The data cable was replaced. The hard drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.